Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 06-may-2024, it was reported that the patient complained about that two-infusion sets was peeling off. The infusion set is long for 6 hours & then 12 hours. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.